Event description:
Boston scientific received information that the patient with this pacemaker had a pre-syncopal episode. The patient visited the cardiologist for a follow-up check of the pacemaker and lead system. The patient was noted to be pacemaker-dependent, as no intrinsic r-wave was observed when checking for an underlying rhythm with mode ddi at 35bpm. The pre-syncopal episode was thought to have occurred during an episode of ventricular tachycardia that was noted by the pacemaker. The episode noted appeared to be due to noise sensed on both the right atrial (model/serial 4294/(B)(4)) and right ventricular (model/serial 4285/(B)(4)) leads. Boston scientific technical services (ts) was contacted to review device information. Ts noted that the noise/artifact morphology appeared to resemble that of lead on lead potentials, perhaps the result of lead on lead abrasion. Ts recommended performing lead measurements while the patient was performing different isometric exercises. The patient returned to the cardiologist, and these tests were performed. No change in impedance measurements were noted during the tests. The cardiologist also manipulated the device in the pocket, but there was no resulting noise or artifact observed. There had been no further episodes of pre-syncope and no logged episodes in the arrhythmia logbook showing noise/artifact on the atrial and ventricular channels. The cardiologist sent the patient to have an x-ray to observe the leads around the clavicle.

Event description:
X-ray results were reviewed; lead positioning appeared satisfactory and no issues were visualized. No further events occurred with this patient and no further intervention has been planned at this time aside form normal pacemaker follow-ups.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies: header firmly attached. All seal plugs were present with no damage and all setscrews rotated as intended. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device exhibited a battery status at ert when received for analysis. The battery was removed for additional testing. The hybrid current measured as expected and the unit passed longevity calculations based on the implanted duration. The device has been archived as meeting specifications and although not communicated evidence is suggestive this unit was explanted due to normal battery depletion.

Event description:
Subsequently, this device was returned for disposal. A standard post market analysis was conducted: no out of service information was received with the returned unit.